Event description:
Saw on the news that stimwave has filed for bankruptcy in 2022 and the ceo was arrested for various types of fraud, i.e. Insurance etc. All stimwave devices based on my own research has shown that my particular device is on the FDA recall list. The device never really worked to relieve my pain. I reached out to the company that has taken over for stimwave on 12/26/2013 and they have my file and they are working on having someone contact me with further guidance regarding this matter. Reference report: #mw5149659.